Event description:
It was reported that the customer was taken to the emergency room and was hospitalized in intensive care unit due to high blood glucose and dka. Customer's blood glucose reading was over 700 mg/dl at the time of hospitalization. Caller stated that the customer was found on the floor due to high blood glucose and a mild heart attack. Caller also stated that the insulin pump failed the self-test. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.